Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) unit displayed a fiber optic module error. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: aquiring information on the status of the unit. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the assy,fiber optic,rohs (0997-00-1169). Unrelated, the fse discovered that the batteries were not charging so the power management board was replaced and performed all functional and safety checks to meet factory specifications. A supplemental report will be submitted upon completion of our investigation.